Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the customer was hospitalized due to a low blood glucose (bg) level. Bg value was not provided. Additional information was not provided regarding the hospitalization. The customer continued to use the pump for insulin therapy.